Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that a fistula occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination on an unknown date a small peri device leak was observed via transesophageal echocardiogram. Approximately 8 months post index procedure, on (B)(6) 2022, the patient presented at the hospital with shortness of breath. A lesion was visualized in the left circumflex artery and a stenting procedure was proposed. On (B)(6) 2022 imaging indicated the presence of a fistula from the left circumflex artery to the laa. The patient was stable and remains under physician monitoring.